Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 29 events were reported for this quarter. Product return status: 9 devices were received. 20 devices were evaluated in the field. 29 devices were not labeled for single-use. 29 devices were not reprocessed or reused.

Event description:
This report summarizes 29 malfunction events in which the device was bent. 29 events had no patient involvement; no patient impact.